Event description:
It was reported that during surgery the item broke in half upon impaction. No harm to the patient was recorded. No delay and no broken piece fell into the patient. Sn backup device was available.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device confirms the stated failure. The articular trial insert is broken in half. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the failure; however the device shows significant signs of use. This device was manufactured in 2013. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.